Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extraperitoneal inguinal hernia repair, after dissection of the preperitoneal space they tried to insert the structural balloon trocar and the balloon would not inflate. The casing that the balloon is wrapped in and would not come off and so the balloon would not inflate. They opened another structural balloon to complete the case. There was no patient injury.